Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The surgeon could not interlock the insert in question (6mm) with a tibial tray. By using a size 5mm insert, the surgeon fixed it smoothly. The surgery was completed with a five-minute delay. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The investigation remains ongoing. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. With the information provided, the root cause of the interlocking issue cannot be definitively determined nor the complaint confirmed. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.